Event description:
It was reported that the battery of this pacemaker was expected to be prematurely depleting. A revision procedure has been planned; however, the pacemaker remains in service at this time. No adverse patient effects were reported.